Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported a patient presented in clinic after receiving multiple alerts for non-sustained lead noise. Disparate sensing of pvcs on the near field and far field channels was suspected to be the cause of the non-sustained lead noise alerts. Programming changes were recommended.